Event description:
It was reported a balloon rupture occurred. The 90% stenosed, 10 x 5.0 mm target lesion was located in a mildly calcified left anterior descending (lad) artery. An unspecified balloon catheter was used for pre-dilation. The physician tried to use a 5.0 mm x 8 mm quantum maverick balloon catheter to post-dilate the lesion. After an unspecified number of inflation, the balloon ruptured at 20 atmospheres for 7 seconds. The physician withdrew the balloon with the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
The device was returned for analysis. Returned product consisted of a quantum maverick balloon catheter with no original packaging or other devices. There was blood in the wire lumen and contrast in the inflation lumen. There were multiple hypotube and shaft kinks. Magnified inspection revealed a 12mm longitudinal tear in the balloon wall. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. It was reported that the device ruptured at 20atm. The directions for use states; "inflate the balloon slowly to the appropriate pressure to perform ptca or post dilatation of a stent. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure. If difficulty is experienced during balloon inflation, do not continue inflation; deflate and remove the catheter." The balloon compliance chart within the dfu lists 18atm as the rated burst pressure for 5.0mm diameter devices. The most probable root cause has been determined to be use/user error as the balloon ruptured after the balloon had been inflated above its rated burst pressure. (B)(4).

Event description:
It was reported a balloon rupture occurred. The 90% stenosed, 10x5.0mm target lesion was located in a mildly calcified left anterior descending (lad) artery. An unspecified balloon catheter was used for pre-dilation. The physician tried to use a 5.0mm x 8mm quantum maverick balloon catheter to post-dilate the lesion. After an unspecified number of inflation, the balloon ruptured at 20 atmospheres for 7 seconds. The physician withdrew the balloon with the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4).